Manufacturer narrative:
Continuation of d10: 4024 lead; 6725 lead implanted: unknown medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the replacement procedure, the patient experienced phrenic nerve stimulation caused by the left ventricular (lv) lead that had not occurred before the surgery, and while trying various polarities to investigate the cause, the twisting/phrenic nerve stimulation disappeared when the right ventricular (rv) lead was turned off. It was thought at this time that there was a possibility of a reverse connection. The waveforms were the same as before the procedure, therefore the procedure was continued and completed. The following day, the patient had a chest x-ray, and it was confirmed that there was a reverse connection. The right ventricular (rv) lead was in the lv port and the left ventricular (lv) lead was in the rv port. It was noted that a hematoma had formed inside of the cardiac resynchronization therapy pacemaker (crt-p) pocket. The pocket was opened to remove the hematoma, and the reverse connection was fixed at that time. The device and leads remain in use. No further patient complications have been reported as a result of this event.